Manufacturer narrative:
(B)(4). Insulin pump received with a constant blank steady white light on the display due to cracked lcd glass.

Event description:
The customer's family member reported via phone call that the insulin pump was broken. The customer's blood glucose level was unknown. It was reported that they had issue on the insulin pump and was not able to play recording. The insulin pump will be returned for analysis.